Manufacturer narrative:
During an elective explant surgery, the physician was unable to remove the entire leads due to ball tip of the drg leads being lodged in the neural foramen. Physician cut the leads and left the portion of leads implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Manufacturer report number 1627487-2023-05223, 1627487-2023-05244, 1627487-2023-05246. It was reported during an elective explant surgery on (B)(6) 2023 the physician was unable to remove the entire leads due to ball tip of the drg leads being lodged in the neural foramen. Physician cut the leads and left the portion of leads implanted.

Manufacturer narrative:
E1 reporter phone number: (B)(6).